Event description:
Customer reported via phone call, he was experiencing low blood glucose events for about three weeks. Lows are occurring every day and are between 35 to 40 mg/dl. Customer stated he went to 35 mg/dl to 400 mg/dl because he over compensated. Customer has been more active then what he used to be and isn't able to wear the sensor currently since he needed a new transmitter. Customer mentioned he was hospitalized back in march and hasn't been hospitalized ever since. The insulin pump is not being returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).